Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The physician attempted to cross a lesion in the diagonal branch of the patient's left anterior descending artery. The physician's first attempt failed and he then ballooned the area. After successfully ballooning with a 2.5x15 medtronic sprinter, the physician attempted to cross the lesion but was unsuccessful once more. Upon retraction of the cypher stent, it got stuck in the sheath. For the next 10-15 minutes, the physician and staff tried to safely remove the stent without any success. At that point, the patient was sent to the or where another physician, a CT surgeon, successfully removed the stent from the groin. The stent was then returned to the cardiac cath lab. Upon visual inspection, the proximal end of the stent was severely damaged.